Event description:
It was reported that the device displayed both atrial and ventricular electrocardiograms. It was also reported that the atrial lead showed high threshold. Both lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.